Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. It was determined the pt801 transducer failed. CAPA ca-2017-0206 was implemented to address this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The suspected faulty main pcb has been received by the vyaire failure analysis lab and is currently pending investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator had a transducer fault in the event log. The customer advised there was no patient involvement associated with this event.